Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an unknown male sling. The sling remains implanted and new artificial urinary sphincter (aus) was implanted.